Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse replaced the surgeon head sensor (shs-rx) components on the system. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the surgeon head sensor (shs-rx) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation reproduced and confirmed that the shs rx sensor had failed on the test system by triggering error message "3d view blocked".

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer called in to report that they encountered a non-recoverable fault and was resolved with a system power cycle. The customer stated that after the system power cycle, the surgeon was not able to take control at the surgeon side console (ssc). The technical support engineer (tse) reviewed the live system logs and found a 508 error. The tse asked if the surgeons head was blocking the head sensor during the system reboot, and the customer stated that the surgeon said it was not. The tse recommended to perform one more power cycle of the system and to ensure nothing was blocking the ssc head sensor, but the customer stated that they were converting to laparoscopic surgery. The customer also reported this same issue had occurred a couple of weeks ago with the same surgeon. The tse identified service request (sr) #(B)(4)from 05-jan-2021, but he was unsure if it was related because the customer did not perform troubleshooting during the call with technical support. The procedure was converted to laparoscopic surgery with no report of patient harm, injury, or adverse outcome.